Event description:
Cyberonics foreign received a report from a pt's vns treating physician that he had a pt with a "lead break". No further info has been received in relation to the reported event. No pt identifying info has been provided.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.